Manufacturer narrative:
On 20 may 2016 it was communicated that the revision was not planned yet. Batch review performed on 25 may 2016. (B)(4).

Event description:
The patient complaints about tibial pain 4 years and 8 months after primary. A thickening of the cortical bone was detected through x-rays, in correspondence to the distal tip of the cementless tibial extension stem. A revision of the tibial components will be planned.

Manufacturer narrative:
Additional information received from the initial reporter on 28 june 2016 and includes: the revision was performed successfully on 20 june 2016 and that the tibial tray and liner were replaced with a short extension stem and a 17mm liner. Batch reviews performed on 20 july 2016 on additional explanted components: gmk-revision offset connector 5 mm, code 02.07.0005, lot. 110151 (k102437). About (B)(4) items manufactured and released on 13 april 2011. Expiration date: 2016-02-29.. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial tray cemented size 3 left code 02.07.1203l lot. 102925 (k090988). Bout (B)(4) items manufactured and released on 01 october 2010. Expiration date: 2015-08-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Additional information received from the initial reporter on 21 july 2016 and includes: the surgeon reported that the cortical bone was found thickened as expected. During the explantation, the components resulted to be well glued to the cement, after the removal of the cement under the tibial baseplate, that component was easily explanted. Excessive distal fit of the stem was supposed by the surgeon. On 22 july 2016 it was prepared a final report with the information submitted in this report and in the initial one. On 26 july 2016 the report was sent to the initial reporter and the case was closed. Not available.